Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had two power on resets (por). It was believed that the cause of the resets may have been due to a short circuit during high voltage therapy. The device is still in use. No patient complications have been reported as a result of this event.